Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe pain in his low back and lower extremities. Postoperative radiographic imaging reveals subsidence of the intervertebral cage and heterotopic bone growth that impinges on the spinal canal and exiting nerve roots. The patient consults regularly with pain management physicians to treat his severe pain. Reportedly, the patient's injuries necessitated a revision surgery. It was reported that the patient continues to experience severe and unrelenting low back pain that radiates into his bilateral lower extremities. He has intermittent numbness that disrupts his ability to ambulate necessitating the use of an ambulatory device to travel more than short distances.